Event description:
The patient reported erratic blood glucose readings due to the time on her insulin infusion device being inaccurate. She stated she did not realize it until much later but she was only receiving a basal rate of .4 units of insulin during the day when she should have gotten 1.1 units of insulin. She stated that this caused her blood glucose reading to elevate to 523 mg/dl. She said she treated her elevated blood glucose levels but thinks she may have given herself too much insulin which caused her to have a low blood glucose reading of 22 mg/dl. She stated she would not wake up and her husband called the ems who gave her an IV to bring her glucose levels back up. The patient stated her current blood glucose reading is around 95 mg/dl. On follow up, the patient stated she is doing well and her blood glucose readings are in her normal range. No product was requested to be returned.

Manufacturer narrative:
No product will be returned for evaluation.